Event description:
(B)(6), home health nurse reports he is unable to administer first infusion (teach/train) because of unknown resistance of fluid causing pump to stop. Went through troubleshooting ¿ needle sets and tubing are appropriate, anatomical area being infused (abdomen) is appropriate. (B)(6) has used freedom pump previously with no similar issues. (B)(6) insists that in addition to a malfunctioning pump, viscosity is part of the issue. Replacing 26 g needle sets w/24-gauge needle sets. (B)(6) is able to complete first pre-filled syringe component of total dose today manually, pending approval from home health agency manager. Arranging to send replacement pump. Unknown if patient missed a dose. No adverse events reported. Unknown if device is available for return. Pump serial number (B)(6). Expiration date unknown. No other specifics regarding defective device. Indication: chronic inflammatory demyelinating polyneuritis.